Event description:
The patient was using the inspiration elite (hs458) for the first time. After 1 hour the medicine remained in the nebulizer handset. Nebulizer treatments normally take approx 8-10 minutes. After waiting one hour, mother of the patient switched the patient from a mouthpiece to a mask. The child had to be taken by ambulance to the hospital where he was admitted to the ICU. The child has no long-term physical problems as a result of the incident.

Manufacturer narrative:
Compressor nebulizer systems are not life sustaining devices. The mother of the patient reported that she had other means of medication delivery (mdi), but did not use it. As the device was not returned, it is not possible to diagnose root cause. There have been no other reported events of this type associated with the product involved in this incident.